Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device triggered end of life (eol) due to prolonged capacitor charge times. It was noted that the device had no prior triggers for recommended replacement time (rrt). The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory indicated an alert for excessive charge time on (B)(6) 2014, 5:33:43 pm. Battery voltage on long plateau at 6.62 volts - not at elective replacement indicator (eri). This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).